Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm on multiple occasions. Contact stated they are unsure what could have caused the button alarm to be triggered. Customer's blood glucose level was not impacted.